Event description:
Laparoscopic appendectomy in operating room. The rubber gasket of trocar broke and fell off at the first insertion. After doing thorough searching with camera into abdomen, the rubber piece was found and retrieved.